Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: original summary: on (B)(6) 2024, at 9:00 p.m., fluorouracil was exchanged, and the infusion pump was set to 45 ml/h and a new drip was connected, but the gripper micro was not clamped at that time, the patient's gown and sheets were wet, but the infusion pump's clog alarm had not sounded. There was no drip leakage from the puncture site, no saline flush, and no leakage from the gripper micro or max zero needleless connector connection. Although there is no apparent damage to the product, the drip is leaking out and we would like you to search for the cause. The IV was clamped at the time of discovery, but the route was not clamped to the point of complete clog and the infusion pump did not alarm, so where could the pressure be escaping from and causing the IV to leak out?

Manufacturer narrative:
Additional information received (see section b). Investigation results: one mz1000 sample was received without packaging for investigation. The sample was returned with some residual fluid and connected to a "smiths medical gripper micro huber needle set". The customer reported that leakage occurred during infusion of chemotherapy drug; however they could not identify the exact location of the leakage. The returned sample was subjected to pressure testing, on its own and with the returned connecting product; in both instances, no leakage was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23125401, 23125027 or 23125408. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
Additional information: according to the customer report fluorouracil was set to 45ml/h with an infusion pump/administration (cv port), and the patient's gown and sheets were wet, so a "leak" was suspected somewhere in the infusion route. Infusion route (circuit): 1. Infusion line terumo: "sureplug ad infusion set", 20 drops, total length 250cm, 2 mixed injection ports, sa-ptt302mmz 2. Needleless connector bd: "max zero", mz1000 3. Huber needle gripper micro, 22g x 19mm with y site, 21-3271-24 4. Cv port company name, specifications, model number - unknown in order to pinpoint the source of the leak, we attached a syringe to the male end of the mz1000 (2.) While it was connected to the huber needle (3.) Of the recalled item, and tried injecting saline, but we were unable to reproduce any leaks from the connection between the syringe and (2.), or the connection between (2.) And (3.). We have determined that there is no leakage from the insertion point of the huber needle. However, even when the customer visually inspected the connections between "(1.) And (2.)" Or "(2.) And (3.)", they could not find any abnormalities, but since they have admitted that there is a leak, they would like to confirm whether there is any "invisible damage or abnormality" in the product. The failure occurred during infusion. It occurred 2 hours after the start of infusion.